Event description:
It was reported that the patient visited a medical institution due to hearing the alert sound. It was later determined that the alert was due to high impedance on the right ventricular lead. It was also reported that during the lead replacement, an apparent fracture was found. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer tubing overlay cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.